Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited a burn on the plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported that during the device inspection, the colonovideoscope exhibited a burn on the plastic distal end cover. However, additional information was received indicating the reported event regarding the burnt distal cover did not occur. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.